Event description:
It was reported that there was no power to the unit. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The customer stated that the unit had no power. The customer checked and was not able to see 24v output. The customer stated they checked and was able to see 120v input on the power supply. It was confirmed with the customer that if they are seeing 120v on the input, and nothing on the output, then the power supply needs to be replaced. The customer requested part number and price for power supply. The remote support engineer (rse) provided the customer with the part number. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts identification; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A power supply was received by the failure investigation department, and the part was tested. There were no faults identified.